Event description:
It was reported that intraoperatively, arm cart assembly 1 and arm cart assembly 3 were shaking. The shaking was severe enough that the floor was also shaking and vibrating. The arm cart assembly's became loose. Arm cart assembly collisions also happened. The surgery was completed using the same arm cart assembly's. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.